Manufacturer narrative:
(B)(4). The exact age of the patient was not specified; however, it was reported that the patient was a child. This lot was manufactured between december 19, 2013 - december 20, 2013. Evaluation summary: the device was received for evaluation. The device contained approximately 25ml of fluid in its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the distal luer. Flow was visually observed at the distal luer. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow/non-delivery occurred during use of a half-day infusor elastomeric device. According to the report, the device was filled with desferrioxamine 1000mg in 52ml 0.9% sodium chloride. Fluid remained in the reservoir at the end of infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.